Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a nondevice related procedure wherein the physician decided to replace the ipg for less chance of infection. The physician did not suspect device malfunction.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that in the physician's operative notes, the ipg was taken out and re-implanted. There was no mention of a new battery that was implanted.